Event description:
During follow-up, the threshold had increased and the impedance and sensing decreased on the right ventricular (rv) lead. A cardiac perforation by the rv lead was observed and the rv lead was explanted and replaced. The patient was stable following procedure.

Manufacturer narrative:
The reported events of threshold increased, low lead impedance and decreased sensing were not confirmed. As received, a complete lead was returned for evaluation with the helix fully extended and clogged with blood/tissue. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies with exception of procedural damages. A tip stiffness test was performed and the results were within specification.